Event description:
As reported by the field clinical specialist (fcs), a patient with a previously implanted 29 mm sapien 3 valve underwent a valve-in-valve procedure using a 29 mm sapien 3 ultra resilia (s3ur) valve. The procedure was indicated due to a transvalvular gradient of 40 mmhg, consistent with stenosis. The duration since the initial valve implant was not reported. During the procedure, the delivery system was unable to advance past the iliac arteries due to tight femoral anatomy. The heart team elected to retract the commander delivery system, sheath, and valve as a unit. The valve could not be salvaged following removal. The devices were discarded at the hospital. Follow up with the fcs indicated that the sheath damage looks similar to liner delamination.

Manufacturer narrative:
The investigation is ongoing. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-06836 and 2015691-2025-06892.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for liner delamination has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that patient factors (undersized vessel) and/or procedural factors (device manipulation) likely contributed to the event as it was reported that "the delivery system was unable to advance past the iliac arteries due to tight femoral anatomy" and the sheath was inserted at a steep angle. Non-coaxial alignment between the devices can lead to delivery systems to catch onto the sheath liner, especially if patient factors (such as undersized vessel diameters) are present near the sheath distal tip. The operator also may apply device manipulation to overcome any difficulty from non-coaxial alignment, which can further delaminate the liner as the delivery system is pulled through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.